Event description:
Patient hematoma was reported.

Manufacturer narrative:
Device was examined by accomplishing functional check according to defined test procedures in the dmta service guidelines. All results showed that the device was found to be in compliance with dornier specifications. Patient was admitted to the hospital for observation overnight, recovered without further complications and is doing fine. Hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual.